Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure and was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was unable to open due to cubie failure. A field service engineer reseated all cards, cables, busses and cleaned all metal shavings, debris from drawer and the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.